Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose with blood glucose of 400 mg/dl. The customer's current blood glucose was 170 mg/dl. The customer stated they received compromised force sensor system alarm. Customer had been using insulin pump system within 48 hours of the high blood glucose event. The insulin pump will be returned for analysis.